Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of the cardiac resynchronization therapy defibrillator (crt-d), there was no impedance measurements or counter information shown. The device remains in use. No patient complications have been reported as a result of this event.